Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A manual injection was administered to address elevated bg. Customer cleared the alarm to resolve the issue and resumed insulin delivery.